Manufacturer narrative:
The report we received indicated that the stent would not deploy and the whole delivering system had to be pulled out. There was no adverse effects to the pt. The product was not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The stent would not deploy.